Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The root cause of the system error 2240 alarm was undetermined.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during initial drain. The baxter technical service representative (tsr) explained the home patient would need to start over with new supplies. The tsr advised the caregiver (cg) to notify the nurse of the incident in the next 24 hours. The cg understood and would start over with new supplies. Proper procedures per the user manual were reviewed with the cg. Product surveillance spoke to the cg about the reported incident. The cg stated the root cause of the system error 2240 was undetermined. The cg stated there was nothing unusual about the set-up and patient had not disconnected. The set-up was discarded and the patient's nurse was notified of the incident. There was no patient injury or medical intervention reported. No additional information provided.

Manufacturer narrative:
(B)(4). The sample was discarded. Based on the information received at this time, the root cause could not be determined. Additional information will be provided upon completion of baxter's investigation.